Event description:
It was reported that the patient was not feeling well in the morning and that the device had inappropriately withheld therapy that morning. Technical services was then called as to which way to program the device to allow this rhythm to receive therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.